Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission from the cardiac resynchronization therapy defibrillator (crt-d) noted invalid/corrupted patient data. The crt-d remains in use. No patient complications have been reported as a result of this event.